Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. Review of complaint history identified (B)(4) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required currently. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
As per the customer service representative, the sales representative reported that the patient has extreme pain and contacted her doctor regarding the pain. Later, the customer service representative called the patient to obtain additional information. The patient stated that she had a cervical fusion and the pain in the right arm started on the third day of treatment. The pain was a 9 out of 10. The patient stated that her surgeon's office told her to go to the ER. The patient went to the ER, and they gave her tylenol. The patient stated that the spak aggravated a previous injury on the right arm that she had about 15 years ago. The patient had an overuse muscle tear. The patient has gradually increased her daily activity. In her opinion it is basic daily usage. The patient has not started physical therapy. The patient stopped using the spak as advised by her surgeon's office. The pain started going away gradually and it completely went away on the third day. The patient was treating for 2 hours per day. The patient was told to treat for 2 to 4 hours per day for 6 months. The patient changed her electrodes every 3 days. The patient was advised to do the time test once she has an approval from her doctor to continue treatment and receives her new unit. The patient was advised to change her electrodes daily. No additional patient consequences have been reported. The spinalpak assembly was returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient called the doctor to complain about extreme pain. The customer service representative called the patient and found that the patient had a cervical fusion and the pain in the right arm started on the third day of treatment. The pain was a 9 out of 10. The patient stated that her surgeon's office told her to go to the ER. The patient went to the ER and they gave her tylenol. The patient stated that the spinal pak device aggravated a previous injury on the right arm that she had about 15 years ago. The patient had an overuse muscle tear. The patient has gradually increased her daily activity. In her opinion it is basic daily usage. The patient has not started physical therapy. The patient stopped using the spinal pak device as advised by her surgeon's office. The pain started going away gradually and it completely went away on the third day. The patient was treating for 2 hours per day. The patient was told to treat for 2 to 4 hours per day for 6 months. The patient changed her electrodes every 3 days. The patient was advised to do the time test once she has an approval from her doctor to continue treatment,and receives her new unit. The patient was advised to change her electrodes daily. The patient will forward her ER paperwork. A replacement spinal pak was shipped to the patient's home. A copy of the ER notes are in the attachments of this ce.